Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that there was a battery life issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: there was evidence of moisture contamination inside the battery compartment. The pump was unresponsive with both the returned battery cap and a test battery cap. There was evidence of moisture contamination inside the pump on the battery compartment and the printed circuit board.